Event description:
It was reported that during an unspecified interventional procedure, a catheter leak and system stall occurred. The 85% stenosed lesion was located in the proximal right coronary artery (rca). One ablation run was performed with the rotalink catheter 1.5mm burr and the system stalled. It is not known how the rotalink catheter burr was removed. Upon removal of the burr, a pinhole leak was noted in the catheter, "saline was squirting out of the hole". The leak is approx 1/3 down from the distal end of the catheter. The procedure was completed with another of the same device. No pt complications were reported, and pt status was reported as 'fine'.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.